Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 19 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results). 1 device: wheel / device migration. 2 devices: fastener / device migration. 2 devices: rod/shaft / deformation problem. 1 device: weld / deformation problem. 1 device: caster / device migration. 8 devices: chassis/frame / mechanical problem identified. 1 device: tube / mechanical problem identified. 1 device: rod/shaft / wear problem. 1 device: socket / mechanical problem identified. 1 device: locking mechanism / mechanical problem identified. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 19 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.